Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was 350 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.